Manufacturer narrative:
Date of event: actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the fiber body was observed fractured proximal to the edge of the metal cap. The glass cap exhibited no devitrification at output window and the metal cap exhibited no charred detritus adhesion on surface. Due to the observed fiber fracture, the reported event of fiber damaged/defective was confirmed. The fiber was tested with hene (helium-neon) laser fixture, aim beam was observed at the fractured area. The connector cone, segments, and tabs appeared in good condition and secured. It is likely that the fiber fracture occurred due to external mechanical force (stress) from the fiber handling technique contributing to the fracture near the proximal end of the metal cap. Based on the observed fiber fracture, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that an unspecified fiber issue occurred. There was no further information provided. Analysis of the returned device found there was a break in the fiber body.